Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported a clinical study patient reported complaints of leg heaviness and was prescribed medication by their general practitioner to treat it. When the patient came in for their study visit, they had their device programming changed and stated their symptoms were relieved. The device remains implanted in the patient. The site has determined that the event is probably related to the device. The event was resolved on (B)(6) 2026.